Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became unresponsive with a frozen touchscreen after a small crack was observed on the device, and the user could not unlock or use the screen; a restart attempt via the app did not resolve the issue, and the device had been synced prior to shutdown, with the affected component being the touchscreen and the device problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.